Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shocking impedance measurements, measuring at 147 ohms. The impedances were seen to be gradually increasing over the last year. Technical services (ts) stated to have lead testing. The boston scientific representative will be further discussing with the physician. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shocking impedance measurements, measuring at 147 ohms. The impedances were seen to be gradually increasing over the last year. Technical services (ts) stated to have lead testing. The boston scientific representative will be further discussing with the physician. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shocking impedance measurements, measuring at 147 ohms. The impedances were seen to be gradually increasing over the last year. Technical services (ts) stated to have lead testing. The boston scientific representative will be further discussing with the physician. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system received inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Additionally this ICD system recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms on the right ventricular (rv) defibrillation lead. Technical services (ts) discussed troubleshooting options, recommended further evaluation and lead replacement. This rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section e1, e2, e3 for initial reporter. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shocking impedance measurements, measuring at 147 ohms. The impedances were seen to be gradually increasing over the last year. Technical services (ts) stated to have lead testing. The boston scientific representative will be further discussing with the physician. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system received inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, this ICD system recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms on the right ventricular (rv) defibrillation lead. Technical services (ts) discussed troubleshooting options, recommended further evaluation and lead replacement. This rv lead remains in service at this time. No additional adverse patient effects were reported. Additional information received reported that this ICD and rv lead delivered additional inappropriate shocks and exhausted therapy due to af with rvr. Another code 1005 was recorded, indicative of an open circuit condition detected during reverse polarity shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Daily measurements were otherwise in the 90 ohms range. It was noted that the patient has not yet been seen by his provider and was likely lost to follow-up. The patient presented to the hospital, and a shock impedance of 97 ohms was noted at the time of the device check. This ICD and rv lead remain in service at this time. No additional adverse patient effects were reported.